Event description:
The customer reported being in the emergency room due to diabetes keotacidosis and high blood glucose of 750mg/dl. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Reviewed the alarm history and found low reservoir and auto off alarm. Assisted the customer to run a manual prime test and the insulin did exit. Performed a high pressure test and passed. Two days later, the customer called back and stated that her blood glucose went up to 334mg/dl and then raised even more to 529mg/dl, but her blood glucose was treated with manual injections. The customer did not feel comfortable and requested the device be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.